Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 426 mg/dl. Customer current blood glucose was 411 mg/dl. Customer stated they suspended the insulin pump and forgot to resume the insulin delivery. It was unknown whether the customer was using auto mode feature or not at the time of event. No further complications were reported. Customer will continue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.